Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes had poor barrier separation and erroneous results. The following information was provided by the initial reporter: "it was reported that plasma had "white floaties" and gel appeared spotted with red cells. Per email: incident details: laboratory chemistry unable to be accurately tested due to faulty collection tube. Appearance of plasma had "white floaties" throughout sample. Separator gel appeared spotted with red cells. Unable to obtain results for k, mg and ca - had the appearance of an edta contaminated sample off of the li heparin pst tube. Was able to locate a second tube collected from same patient which yielded results. Appears to be a one-off faulty collection tube after extensive investigation."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results and poor separation) because the defect was not evident in the testing of the customer lot samples. Replicates of analytes of both retain and control samples tested were acceptable in terms of both precision and accuracy . Visual evaluations for separation demonstrated clinically acceptable performance. This complaint is not confirmed with respect to erroneous results and poor separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin blood collection tubes had poor barrier separation and erroneous results. The following information was provided by the initial reporter: "it was reported that plasma had "white floaties" and gel appeared spotted with red cells. Per email: incident details: laboratory chemistry unable to be accurately tested due to faulty collection tube. Appearance of plasma had "white floaties" throughout sample. Separator gel appeared spotted with red cells. Unable to obtain results for k, mg and ca, had the appearance of an edta contaminated sample off of the li heparin pst tube. Was able to locate a second tube collected from same patient which yielded results. Appears to be a one-off faulty collection tube after extensive investigation."